Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts of the device. Microscopic examination revealed that tip was damaged. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon and to the markerbands. The stent was secure on the balloon. Microscopic examination revealed that the distal end of the stent was damaged with stent struts that were bent, flared, and overlapping struts. The stent was stretched to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-mar-2016. It was reported that crossing difficulties were encountered. A 12 x 2.25 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.